Event description:
It was reported that during a renal artery stenting procedure, the stent was delivered and deployed to the lesion without issue. Reportedly, sufficient time was allowed for balloon deflation; however, resistance was met when trying to remove the stent delivery system (sds). After some manipulation, the sds felt like it was released from the deployed stent and was easily removed without issue. There was no adverse patient effects and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.